Event description:
It was reported that the pulse generator was detecting signals on the ventricular channel after atrial paced events. Cross talk was suspected. The device would be reprogrammed and the patient monitored as normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.